Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. The customer was instructed to ensure the pump was unplugged and to press the button in a specific manner while holding the pump for support. Despite attempts to resolve the issue by removing the pump from its case and following these instructions, the button remained difficult to use. As a result, technical support decided to replace the pump since it was still under warranty. The customer was guided on how to put the pump into storage mode and instructed to return the malfunctioning pump using a pre-paid label within ten days. The customer agreed and acknowledged the instructions provided.